Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found that both pull-wires were broken at the z-bend area. The device welding and riveting was found to be within manufacturing specifications. The pull wires were sent for material analysis which determined that the components did not present any material anomalies. Furthermore it was determined that the fracture was caused due to a shear stress overload. Functionally, the returned unit was not tested due to the sample return condition. A review of the device history record (DHR) was performed; no anomalies were noted. The condition of the returned incident device was consistent with the complaint that the jaws would not open, since upon device evaluation it was found that the pull wires were broken. It was determined that the fracture of the pull wires was caused due to fatigue from shear stress overload. The most probable root cause is undeterminable due to the lack of evidence identifying the use of the device. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-00204, and 3005099803-2011-00366 address these devices. It was reported to boston scientific corporation that two radial jaw 3 pulmonary single-use biopsy forceps were used during a bronchoscopy procedure performed on (B)(6) 2011. According to the complainant, the procedure, the first device was advanced into the patient. However the jaws would not open. The device was removed and another device was inserted into the patient, however, the jaws of this device would also not open. Additionally it was reported that "wires" were observed protruding from the side of the device in the space between where the catheter and the jaws of the device meet. It is unknown if the jaws of either device ever opened, or if a specimens were obtained. Each device was removed from the patient without difficulty and the procedure was completed with a third radial jaw 3 pulmonary single-use biopsy forceps device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on preliminary investigation results; pull-wires broken.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-00204, and 3005099803-2011-00366 address these devices. It was reported to boston scientific corporation that two radial jaw 3 pulmonary single-use biopsy forceps were used during a bronchoscopy procedure performed on (B)(6), 2011. According to the complainant, the procedure, the first device was advanced into the patient. However the jaws would not open. The device was removed and another device was inserted into the patient, however, the jaws of this device would also not open. Additionally it was reported that "wires" were observed protruding from the side of the device in the space between where the catheter and the jaws of the device meet. It is unknown if the jaws of either device ever opened, or if a specimens were obtained. Each device was removed from the patient without difficulty and the procedure was completed with a third radial jaw 3 pulmonary single-use biopsy forceps device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on preliminary investigation results; pull-wires broken.